Event description:
A patient reported that they experienced severe, irreversible facial damage (including tissue collapse, scarring, and premature aging) after a thermage flx treatment triggered their pre-existing rosacea. Three to four days post-procedure, the patient reports diffuse facial swelling and a widespread rosacea flare characterized by pustules, redness, and persistent edema. Symptoms reportedly continued for approximately four months, during which medication was provided. Expectations for improvement were adjusted multiple times, but no recovery was observed. After three months with no improvement, the patient reported persistent cosmetic and structural changes, including facial sagging, volume loss, contour irregularities, and alterations in skin texture and sensitivity. After the recovery period ended, the patient claims that the current condition includes sagging and downward displacement of the cheeks, facial thinning (that the face overall is smaller than before), and the appearance of many pits, depressions, nasolabial folds, marionette lines, and jawline sagging (jowls)¿lines that were not present before. The patient was informed that multiple tissue layers may have been affected and that full restoration might not be achievable. The patient reports that the texture of her skin has changed and that previously, the skin was relatively radiant and normal. Post treatment, the patient reports the skin became dry and sensitive, with many fine lines. In addition to some prominent, aged-looking major lines, many small fine lines have appeared all over the face, both upper and lower. Through communication with doctors, the patient was informed that the epidermis, dermis, fascial ligament layer, and fat layer have been severely impacted and are difficult to repair. Even while using regenerative materials or hyaluronic acid fillers, it cannot fully restore the face to its pre-treatment state. The patient feels they have aged ten years, with an overall facial collapse that makes the patient appear very haggard and aged, and severe separation of the skin from the underlying tissue has also occurred. Throughout these more than seven months, the patient reports that they have endured immense psychological pain and torment. It is stated that no other treatments (besides the one reported) were being performed in same area where symptoms were reported. Although, the patient admits that up until three months before the thermage treatment, they were still undergoing unspecified related treatments and taking medication (unspecified). It is also reported that one to two months, or possibly longer, before the thermage treatment (the exact timeframe is not entirely clear), the patient underwent a fraxel laser procedure. The patient reports that the clinic informed her that the clinic stated that the rosacea recurrence was not related to thermage. At this time, a physician note has not yet been obtained, and the case will be reevaluated if and when such documentation becomes available. Based on the reported prolonged duration and extent of symptoms, the case is assessed as serious due to extensive duration of the treatment.

Manufacturer narrative:
The investigation is underway.